Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the patient line connector of the cassette during their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 0 of 4 of treatment and the treatment was cancelled. The fluid leak was discovered during fill 1 of treatment. The cause of the leak is unknown. Fluid did not come in contact with cycler. The patient bypassed to fill and was advised to re-setup supplies to continue treatment. Upon follow up, the patient confirmed the reported fluid leak event occurred only with the patient line during fill 1 of treatment. There were no fluid leaks found on or near cycler or the solution bag. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however could not recall if peritoneal dialysis treatment was completed. The patient is continuing with peritoneal dialysis on the original cycler without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.